Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location. It was noted that there was fluid dripping and the patient believed that the cassette was cracked. There were no alarms or warnings prior to discovering the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient¿s contact confirmed the reported event. There were no alarms prior to discovering the fluid leak. The fluid leak was discovered during dwell 1 of 4 of treatment, the patient¿s contact stated that fluid was dripping onto the floor from the patient line¿s tubing. The patient¿s contact stated that when the cassette door was opened, they could see that the cassette was cracked. The patient¿s contact stated that there was fluid inside the cassette door but stated that the cycler was not replaced. The patient¿s contact stated that the patient has been using the same cycler since the reported event with no issues. The cause of the leak was unknown, and the pdrn stated that there were no other fluid leaks were found. Additionally, the patient¿s contact confirmed that there were no issues with the bag and confirmed that the bag was not leaking. The patient¿s contact stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics (medication, dose, and route were unknown). The patient¿s contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location. It was noted that there was fluid dripping and the patient believed that the cassette was cracked. There were no alarms or warnings prior to discovering the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient¿s contact confirmed the reported event. There were no alarms prior to discovering the fluid leak. The fluid leak was discovered during dwell 1 of 4 of treatment, the patient¿s contact stated that fluid was dripping onto the floor from the patient line¿s tubing. The patient¿s contact stated that when the cassette door was opened, they could see that the cassette was cracked. The patient¿s contact stated that there was fluid inside the cassette door but stated that the cycler was not replaced. The patient¿s contact stated that the patient has been using the same cycler since the reported event with no issues. The cause of the leak was unknown, and the pdrn stated that there were no other fluid leaks were found. Additionally, the patient¿s contact confirmed that there were no issues with the bag and confirmed that the bag was not leaking. The patient¿s contact stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics (medication, dose, and route were unknown). The patient¿s contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location. It was noted that there was fluid dripping and the patient believed that the cassette was cracked. There were no alarms or warnings prior to discovering the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient¿s contact confirmed the reported event. There were no alarms prior to discovering the fluid leak. The fluid leak was discovered during dwell 1 of 4 of treatment, the patient¿s contact stated that fluid was dripping onto the floor from the patient line¿s tubing. The patient¿s contact stated that when the cassette door was opened, they could see that the cassette was cracked. The patient¿s contact stated that there was fluid inside the cassette door but stated that the cycler was not replaced. The patient¿s contact stated that the patient has been using the same cycler since the reported event with no issues. The cause of the leak was unknown, and the pdrn stated that there were no other fluid leaks were found. Additionally, the patient¿s contact confirmed that there were no issues with the bag and confirmed that the bag was not leaking. The patient¿s contact stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics (medication, dose, and route were unknown). The patient¿s contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.